Event description:
It was reported that the patient was constantly charging the ipg as it would not reach a full charge. The ipg was replaced with an MRI compatible device and the patient was doing well postoperatively. The explanted device was retained by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.